Event description:
The customer called customer service to report that she had an infection called enterobater for which she was hospitalized and prescribed antibiotics. The customer wanted to order replacement parts for her pump because she could smell the antibiotics on her parts and didn't want to use them.

Manufacturer narrative:
In clinical follow up with the customer she stated that she had an infection called "enterobater." She was hospitalized and prescribed antibiotics and is now recovered. Her 13 month old baby was briefly hospitalized along with her, but likely had a viral infection since she recovered without antibiotic treatment. She did state that she continues to have supply issues in one breast where she has had recurrent bouts of mastitis and clogged ducts. She also stated that her doctor said that the infection was not related to the pump. She continues to breast feed and use the pump. Customer has received the replacement parts and finds them to be satisfactory. Though there is no indication of a pump malfunction and no indication that the pump caused or contributed to the customer's infection, the event is being reported as the customer developed the infection while using the pump.